Event description:
The user reported, the cooler heater displayed a "low water" message, even though the water level was full. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.